Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, antibiotic treatment was discontinued. On an unknown date, the patient has recovered from peritonitis, cloudy pd fluid, abdominal pain and weakness in body. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid, abdominal pain and weakness in body. The cause of peritonitis was unknown. Seven days after the event onset, the patient was hospitalized and treated with meropenem injection (1gm, once daily, intraperitoneal, ongoing) for the event. Nine days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from cloudy pd fluid, abdominal pain and weakness in body and has not recovered from peritonitis. Pd therapy was ongoing. No additional information is available.